Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to verify the customer comment of identification and interrogation difficulty, it passed functional testing with no anomalies observed. The software was reloaded as a preventive and the hard drive was reconfigured and the software version was updated. Analysis further noted that there was a broken left keyboard hinge and the floppy disk drive read disks intermittently. Both the keyboard hinge and the floppy disk drive were replaced. The programmer passed final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer was unable to identify or interrogate an implantable heart device. It was noted that the radiofrequency programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.